Event description:
It was reported that there may be t-wave oversensing. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5568-45 implantable pacing lead, (B)(6) 2007; 4194-88 implantable pacing lead, (B)(6) 2007. (B)(4).